Event description:
This is a collagen plug that is placed in the artery post arteriogram. When the physician went to inject it in it was not there. After using fluoroscopy to make sure it was not in patient, he just pulled the sheath and held pressure for hemostasis. After that he basically dissected the closure device and found the collagen plug was halfway back in shaft of introducer.